Manufacturer narrative:
Concomitant medical product: 8253200 - nim patient interface response 3.0, serial # (B)(4), lot # 207292405, manufactured date ¿ aug/12/2013, 510(k) # k083124, UDI # (B)(4). Evaluation was not performed; products were not returned for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported the nim system is not recognizing the nerve. There was no patient impact.

Manufacturer narrative:
The nim mainframe response (product # 8253001) was returned for analysis. Evaluation could not duplicate reported event of not recognizing the nerve. Evaluation found no fault with the device. The software card was replaced to upgrade software to current specifications. The device was tested to manufacturer product specifications and returned to the customer. The nim patient interface (product # 8253200rf) was returned for analysis. Evaluation could not duplicate the reported event of not recognizing the nerve. Evaluation found no functional fault with the device. The wave washer was worn due to a loose cable clip. The wave washer was replaced and a refurbished UDI number was etched on to the device. The device was tested to manufacturer product specifications and returned to the customer. If information is provided in the future, a supplemental report will be issued.